Event description:
In 1985, the cryopreserved pulmonary valve and conduit in question was implanted into a patient during vsd repair. At that time, the patient's history was significant for a history of pulmonary atresia, vsd, and closure of right blalock shunt. In 1986, the patient was re-admitted to the hospital due to congestive heart failure. Approx 1 year post-implant, the patient underwent explant of the pulmonary valve due to regurgitation and stenosis of the native artery. The patient received another cryopreserved homograft.